Event description:
This product was attempted to be used and the md was unable to advance due to vessel and less guiding catheter support. The procedure took place on (B)(6) 2011 at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).